Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The customer's address is unknown. (B)(6), USA has been used as a default. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was a post-use needle stick injury while using an unspecified bd needle. The following information was provided by the initial (B)(6) reporter: material no. Unknown. Batch no. Unknown. It is reported by a customer on (B)(6) needle sticks occurred. Verbiage received, - "the last company I ever want to see on my (B)(6) page is becton dickinson. You're all monsters and you're responsible for the deaths of too many nurses. You are monsters and I hope I never see you on my (B)(6) feed again. Monsters. B-d's designs are responsible for needle stick injuries. And when others tired to bring safer designs to the market, you worked with illegal methods to try to shut them down. This caused the nursing profession to not have access to safe for designs for too many years resulting in many more deaths and illnesses that didnt have to happen if it wasnt for your monstrous ways. So just "profanity"."